Event description:
It was reported that patient underwent primary oxford pkr in 1995. Revision procedure was performed in (B)(6) 2012, due to pain with disease progression. All implants removed and replaced. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - 1995 (exact date unknown). Manufacture date - unknown.